Event description:
It was reported that the emg tube was defective and had ¿faulty power¿ during a procedure. There was no patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. Method ¿ no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.